Event description:
After 6 years of successful cochlear implant use, this patient reported pain and a progressive decrease in hearing performance. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has been recommended but has not been scheduled.